Event description:
It was reported that after the bd¿ nestable sharps collector was filled up to the line, the locking tab was found to be defective as it didn't reach into the locking slot. The following information was provided by the initial reporter, translated from japanese to english: "customer disposed waste up to fill line, then tried to final lock. However the locking tab didn't reach to the locking slot."

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like lid didn¿t lock during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid didn¿t lock tab for the same part number throughout the last twelve months. Based on pictures provided from customer it can be seen the following: it can¿t be seeing deformities, crack, flash, or any molding defect that could affects the fit form or function of the lid. It can confirm that the collector was not overfilled. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process since there were no issues observed in the pictures provided.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the bd¿ nestable sharps collector was filled up to the line, the locking tab was found to be defective as it didn't reach into the locking slot. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer disposed waste up to fill line, then tried to final lock. However the locking tab didn't reach to the locking slot."